Manufacturer narrative:
(B)(4). No related complaint received with return of the device. Analysis found an insulation abrasions exposing the outer coil were noted at 6.2 - 6.6 and 1536 - 16.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.